Event description:
The zcu225 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to patient preference to change from a toric to a multi-focal lens, the iol was explanted in a secondary surgical procedure and replaced with a drt225 19.0 iol. There was no medical intervention, no patient injury, and no surgical intervention during the lens exchange procedure. Patient prognosis post lens exchange procedure is unknown. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: female section b-3 date of event: unknown/asked information was not provided. The best date estimation is between 04-jun-2025 and 18-jun-2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.